Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2004, pt underwent repair of right lower quadrant incisional hernia with implant of first composix kugel mesh. On (B)(6) 2004, pt reports continued pain. On (B)(6) 2005, pt underwent repair of recurrent incisional hernia with implant of a second composix kugel mesh. The edge of the composix kugel mesh is reported to have rolled slightly and th preperitoneal space developed between the mesh and abdominal wall. On (B)(6) 2008, pt underwent recurrent ventral hernia repair. The first composix kugel mesh "had folded underneath and balled up with dense adhesion of bowel to the mesh. "The unincorporated portions adhesion was performed. Second composix kugel remains implanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. A review of the pt medical records found no malfunction associated with this device. The mesh remains implanted. A mfg review was conducted which found that the device met specs. See MDR 1213643-2012-00709 for info related to the composix kugel mesh implanted on (B)(6) 2004.